Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert. The analyst noted: an out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. Maximum v-pace impedance rises from 589 ohm the week ending 15 october 2013 to > 2700 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. The output was increased and the lead remains in use. No patient complications have been reported as a result of this event.